Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing occasional low blood glucose levels. The customer stated that ever since her procedure to have her pancreas taken out, her blood glucose levels had been erratic. The customer's blood glucose dropped as low as 50 mg/dl. The customer stated that the low blood glucose was inconsistent, stating that the low blood glucose events occurred every now and then. She did not think that the issue was related to the insulin pump, advising that she kept track of everything. She stated that she ate and had been working with the physician's assistant at the doctor's office. She fell once and was taken to the emergency room, then released. She noted that there was 2 lines of insulin left on the reservoir but the status screen showed 4 lines. No physical damage to the device was observed and the customer seemed to be following priming instructions. She stated that her first low blood glucose occurred when she first got out of the hospital.